Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient wanted to request a smaller belt size. Patient was using size l and it was way too big. Patient said it was hard to keep it where it was at when it did make a connection. Patient had to reach their arm around so far and stretch it like halfway around their body and one hand fell down where patient was trying to keep the belt secure to try and stretch the belt around. Patient also mentioned loosing 60 lbs. Patient's healthcare provider office told patient to call patient services (pss) to see if they could send out a smaller belt. Patient also mentioned sometimes it took a couple of hours to charge the implant because it just did not keep the connection. Patient sometimes had to bend and lean with face towards the ground in order to get a better connection. Patient reported sometimes their skin felt hot when it took so long to charge. Patient mentioned when they met for reprogramming they mentioned it to the representative and the representative said to turn off the therapy when charging. Patient tried that and it made charging go faster to a certain point. Agent recommended using the recharger app when recharging to monitor the connection to ensure patient gets excellent or good connection. Also reviewed to check the recharging speed. The issue had been like this pretty much since implanted. A request was sent to order the belt size m.